Event description:
Alarm system on o2 concentrator does not properly function. Resident had no adverse reaction from inadequate sounding alarm. Concentrator was replaced at that time with another one.